Event description:
Reporter indicated that he had a consultation with an ent surgeon and had been diagnosed with vocal cord paralysis. The pt's device was subsequently turned off and to date, no add'l info is known in regards to improvement of the vocal cord paralysis.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.